Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that insertion handle broke while manipulating nail intra-operatively. Screws were placed distally on a retrograde antegrade femoral nail (rafn), rotation needed to be changed and surgeon was twisting the nail when the tip of the insertion handle broke off. There was no delay in procedure and no patient harm. Concomitant devices: nail (part # unknown, lot # unknown, quantity - 1), screw (part # unknown, lot # unknown, quantity - unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part: 03.010.045, lot: 1909320, manufacturing site: (B)(4), release to warehouse date: 31. July 2008: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. A product investigation was performed. The standard insertion handle (03.010.045) is routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/ antegrade femoral nail system per relevant technique guide and the suprapatellar instrumentation for titanium cannulated tibial nails system per relevant technique guide among others. The returned insertion handle was examined and the complaint condition was able to be confirmed as the alignment tang was found to be broken and missing. The complaint condition was unable to be replicated due to manufacturing damage. Based on the complaint condition the device failed intraoperatively as the surgeon attempted to rotate the nail. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is applicable due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.